Manufacturer narrative:
This lot was manufactured january 19, 2017 ¿ january 23, 2017. The device was received for evaluation containing approximately 15 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete prime occurred with a small volume infusor. It was further specified that, even though the drug was filled slowly, an air bubble in the tubing was confirmed, and it was removed by syringe. There was no patient involvement. No additional information is available.